Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung sm-a326b/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device manufacturing date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (samsung sm-a326b, android os: 13). The customer therefore did not have high/low glucose alarms and experienced hypoglycemia with sweating. The customer was treated with glucagon injection by third-party. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on 08-feb-2023. There was no report of death or permanent injury associated with this event.